Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and had high blood glucose level. The customer¿s blood glucose was 196 mg/dl and the sensor glucose was 66 mg/dl at the time of the incident and stuck in calibration. Customer had steroid injection on wednesday. Customer went up to 450 mg/dl. Customer stated that suspending when high. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor and pump will not be returned for analysis.